Event description:
It was reported that during a da vinci-assisted surgical procedure, metal cable on pulley mechanism that opens and closes the jaws, snapped inside the patient. Was not able to remove instrument from cannula, so had to use emergency release key. The procedure was completed. It is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.